Event description:
The reporter stated that the ok keypad button had a delayed response, was slow to respond and that the pump was not cleaned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the ok keypad button and all of the other keypad buttons were responding to button presses and were found to click back and spring back normally. The keypad was removed and there were no issues found with the key contacts. The reported issue with the ok keypad button could not be duplicated during investigation.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.